Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The father reported that while inserting the tracheostomy tube into his son there was resistance and the tube would not go in all the way. He continued to try insertion a few times, pulled the partially inserted tube out and noticed that the curvature on the tube is not the same as other previously used tubes. He stated that there was slight bleeding in the trachea of his son, due to him trying to get the tube inserted, but that the bleeding was just a little bit, and stopped shortly after he removed the partially inserted tube and inserted another 6dct tracheostomy tube that was formed correctly. He said that there was no harm to the patient.